Event description:
It was reported that the pacemaker dependent patient presented remotely via merlin.net. It was noted that noise reversion, false auto mode switching (ams) episodes and noise was observed on the atrial lead and high ventricular rate episodes due to noise were observed on the ventricular lead. The patient had not been seen since (B)(6), 2020 when episodes were first observed. None of the noise episodes were simultaneous in both chambers and occurred on different dates. The patient was asymptomatic during the events. Programming changes were made. The patient was brought in for additional testing. The noise could not be reproduced and an outside source for the noise could not be determined. The patient denied any recent falls or being around any equipment besides an electric recliner and an oxygen concentrator. Further programming changes were made. The patient was being monitored. The patient was stable.